Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The reporter informed that the patient experienced an anterior capsule tear. The patient was not hospitalized as a result of this event. No further details are expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a cannula detached with the luer lock adapter of a syringe during cataract surgery. The patient experienced an unspecified tear in their eye. Additional information has been requested.

Manufacturer narrative:
One opened cannula was received for evaluation. The returned cannula was visually inspected and was found nonconforming with a bent cannula. The hub was visually inspected and was found to be conforming. A functional thread check with a new syringe was performed and was found to be conforming. A functional luer taper test was then performed and was found to be conforming. Prior to functional air flow testing, the cannula was noted to be occluded due to the presence of foreign material within the cannula at the tip end. The foreign material was unable to be removed from the cannula and functional air flow testing could not be performed due to the occlusion. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was received opened and the evaluation shows that the product appears to have been used. The cannula hub was found to be visually and functionally conforming, however the cannula was found to be partially occluded. An occluded tip can cause the tip to become detached if it is not securely tightened to the syringe luer connection. It is possible that the tip became occluded with procedural residue becoming stuck in the cannula during surgery. How and when the cannula tip became occluded cannot be determined from this evaluation; therefore, a root cause for the report of cannula became detached during use cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).